Event description:
Prior to a cryoablation procedure, ten iceforce 2.1 cx 90 cryoablation needles and system tested fine with no issues to report. After the thaw cycle, the doctor went to remove the needle and the gray handle disconnected from the needle shaft exposing the bronze wiring. Gas was flowing through the faulty needle and was heard escaping after the needle handle disconnected from the shaft. The needle shaft was removed from patient by using forceps. The patient was reportedly not harmed. Case was completed with the other 9 needles.

Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no observations or deviations were noted. Visual inspection showed that there was not enough glue found between handle and needle shaft. The occurrence of the failure is extremely rare. Galil medical will keep monitoring regarding this type of issue